Event description:
Reporter says that her surgeon failed to disclose that her breast implants, placed on (B)(6) 2010, were pre-studied industrial silicone intended for a clinical trial (B)(4) and were not FDA approved. The patient reports a catastrophic health decline including brain lesions, seizures, an abnormal eeg, stage 3 kidney disease, pancreatic disease, and pericardial effusion confirmed by cat scan. Additional systemic symptoms include an autoimmune disorder, blurred vision, teeth breaking, severe dry eyes and mouth, and chronically low vitamin d. Upon explant on (B)(6) 2019, the implants were found to be physically deformed and laboratory tests confirmed they were contaminated with bacteria, specifically serratia marcescens and streptococcus. The reporter states these devices (ID 176152/176155) were manufactured by inamed aesthetics (now abbvie) using industrial silicone produced before 2006 and should have been covered under a class 1 recall. She alleges that abbvie is providing false information to her lawyer by claiming her specific implants were not recalled, despite the clear contamination and the use of unapproved materials by dr. (B)(6) in (B)(6) (zip (B)(6)). Patient code: 3271, 1814, 4406, 4485, 2427, 4497, 1735, 4882, 2137, 2219, 1924. Device code: 2303, 4001, 2976. Referencing report mw5185597.